Event description:
The account alleged that they set the pt positioning monitor (ppm) and the pt got out of bed and fell and the ppm alarm did not alarm. The pt was not injured.

Manufacturer narrative:
The account thinks the issue is intermittent. It was working when he first tested the bed and the bed will place a nurse call but not a priority call. The account replaced the sidecom board to resolve the problem